Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 330 mg/dl, which the customer treated with manual injection. The customer's mother stated that now the insulin pump was showing that it was delivering because she performed a fake bolus and it had gone through. The customer was unable to troubleshoot at the time of the call because the alarm had been cleared and the caller stated that the device was delivering now. Later in the day, the customer's mother called again, reporting that the blood glucose level was 528 mg/dl. The customer was not offered troubleshooting this time because the infusion set was kinked. Advised to perform a complete set change as soon as possible. Nothing further reported.